Event description:
Reported false positive sars result for 1 consumer which occurred approximately a year ago. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing). An additional consumer event was communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.